Event description:
During a laparoscopic nephrectomy procedure, after firing, the vessel appeared not to be sealed. Bleeding could not be controlled so the procedure was converted to open. The procedure was completed with another device of the same product code.